Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that unit returned has the sheath detached. Unit returned with the m/f luer lock connection detached, exposing the imaging core. Impedance testing shows a good unit wave form.. Image characterization testing was not performed due to the returned conditions of the catheter. No other issues or defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
This device was returned with related complaint device. Initial inspection of the device revealed the device has a detached sheath. The reported event for the related complaint was that imaging stopped due to motor drive unit overload. We are currently attempting to obtain additional information regarding the condition of the returned device.

Manufacturer narrative:
(B)(4).

Event description:
This device was returned with related complaint device. Initial inspection of the device revealed the device has a detached sheath. The reported event for the related complaint was that imaging stopped due to motor drive unit overload. We are currently attempting to obtain additional information regarding the condition of the returned device.